Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's ultrafiltration reading was 1829ml indicating the patient drained 1829ml more than their programmed fill volume of 2300ml . The total drain volume reported was 3899ml, which meets iipv criteria. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified of tidal ultrafiltration removal set too low. The nurse will follow-up on the tidal ultrafiltration (uf) removal setting. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain use error; tidal ultrafiltration (uf) removal set too low. The device will be routed to the service area.